Event description:
Reporter states, "pt experience pain around patella. X-ray revealed failed patellar component and decreased joint space indicating tibial insert wear."

Manufacturer narrative:
Summary of eval: examination results suggest that this event is not device related, but rather is associated with alignment.